Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "vent inop" code was found in the ventilator's downloaded error log. The device's system board needs to be replaced to address the issue.

Manufacturer narrative:
The manufacture previously reported a ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "vent inop" code was found in the ventilator's downloaded error log. The device's system board needs to be replaced to address the issue. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.